Manufacturer narrative:
Additional information was received on 13-apr-2023. Clarification was requested for the details of any issue/failure of the thermocool® smart touch¿ electrophysiology catheter (returned device) and the response received was that it was unknown. Response also stated that the original picture reflecting the navistar thermocool reportable issue was provided in this complaint by mistake as it was not the product photo for manufacturer¿s reference number (B)(4). They were unable to clarify if this photo belonged to another complaint. Therefore, since the navistar thermocool device under the picture provided does not belong to the manufacturer¿s reference number (B)(4), a new complaint was created under manufacturer¿s reference number (B)(4). The 3500a initial will be processed accordingly under manufacturer report number: 2029046-2023-01009 (manufacturer¿s reference number (B)(4)) to report the findings from this picture and any additional updates received for this device will continue to be reported under manufacturer report number: 2029046-2023-01009 (manufacturer¿s reference number (B)(4)). Clarification information was received on 18-apr-2023 on the issue for the thermocool® smart touch¿ electrophysiology catheter. It was stated to refer to the event description for the issue/failure that was originally reported under the manufacturer¿s reference number (B)(4). In addition, a picture was provided of the issue/failure of the thermocool® smart touch¿ electrophysiology catheter. Therefore, the event should be the following: it was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with an thermocool® smart touch¿ electrophysiology catheter and the biosense webster, inc. Product analysis lab observed a hole on the pebax. Device damaged. During the procedure, the tip of the device was damaged. Photo provided. A second device was used to complete the procedure. There was no patient consequence reported. The event and picture provided was assessed as non reportable for a bent tip issue. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. The biosense webster, inc. Product analysis lab received the thermocool® smart touch¿ electrophysiology catheter for evaluation and per the evaluation completion on 27-mar-2023 there was a hole on the pebax's surface observed. The hole on the pebax was assessed as MDR reportable. The awareness date for this reportable lab finding was 27-mar-2023. Therefore, updated h6. Medical device problem code field to material twisted / bent (a040609). In addition, updated the d10. Concomitant medical products and therapy dates field. Inactivated "unk_navistar thermocool" and added "unknown brand catheter". If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) the device evaluation was originally completed on 27-mar-2023 and included in the 3500a initial. However, the product investigation was reopened to clarify/correct the investigation findings as a picture was provided which resulted in the following changes/corrections in the product investigation: a picture was received for evaluation following biosense webster's procedures. According to the picture provided by the customer, the peek housing was observed with a bent condition, this condition is related to the customer complaint. The customer complaint was confirmed based on the picture received. The product analysis was performed as appropriate in order to find the root cause of the complaint. The device was returned to biosense webster (bwi) for evaluation. A visual inspection of the returned device was performed following bwi procedures. According to the photo analysis, the tip of the device was found bent; however, during the analysis in the lab a bent tip was not observed. Visual analysis revealed a hole on the pebax's surface. The hole at the pebax could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: -investigation findings: appropriate term/code not available (c22)/ investigation conclusions: cause not established (d15) were selected as related to the customer¿s reported ¿photo analysis¿. -investigation findings: mechanical problem identified (c07)/ investigation conclusions: cause not established (d15) / component code: tip (g04129) were selected as related to the customer¿s reported ¿bent tip¿ (photo analysis). -investigation findings: no device problem found (c19)/ investigation conclusions: no problem detected (d14) were selected as related to the customer¿s reported ¿bent tip¿ (device evaluation). -investigation findings: material and/or chemical problem identified (c06) / investigation conclusions: cause not established (d15) / component code: sleeve (g04115) were selected as related to the biosense webster inc. Analysis finding of the pebax issue.

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with an thermocool® smart touch¿ electrophysiology catheter and the biosense webster, inc. Product analysis lab observed a hole on the pebax. The complaint was originally reported for a reportable product issue under the navistar thermocool catheter which was submitted under manufacturer report number: 2029046-2023-00621. It was reported that a second device was used to complete the procedure. There was no patient consequence reported. The biosense webster, inc. Product analysis lab received the thermocool® smart touch¿ electrophysiology catheter for evaluation and per the evaluation completion on 27-mar-2023 there was a hole on the pebax's surface observed. The hole on the pebax was assessed as MDR reportable. The awareness date for this reportable lab finding was 27-mar-2023. Since no issue/failure was reported on the second catheter used; however, the thermocool® smart touch¿ electrophysiology catheter was returned, additional clarification is being requested if there was any issue/failure to this device. However, no further information has been made available.

Manufacturer narrative:
The ¿suspected medical device¿ reported in this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to thermocool® smart touch¿ electrophysiology catheter approved under p030031/s053. The bwi product analysis lab received the device for evaluation on 20-mar-2023. The device evaluation was completed on 27-mar-2023. The device was returned to biosense webster (bwi) for evaluation. A visual inspection of the returned device was performed following bwi procedures. Visual analysis revealed a hole on the pebax's surface. The hole at the pebax could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No more tests were performed, as no malfunction was reported for the device. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. Explanation of codes: investigation findings: no device problem found / investigation conclusions: no problem detected were selected as related to ¿no malfunction reported¿. Investigation findings: material and/or chemical problem identified / investigation conclusions: cause not established / component code: sleeve (g04115) were selected as related to the biosense webster inc. Analysis finding of the ¿hole on the pebax¿ issue. Biosense webster manufacturer's reference number (B)(4) has two complaints that are related to the same incident. Manufacturer's reference number: (B)(4).